Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports catheter packaging packaging not fully sealed. He said he will noticed that the catheter packaging is already open when removing it from a new box. When this is noticed, he said the packaging is "slit open about an inch long" and it tends to be at the same place on the packaging. He said it will be by where the sterile pouch ends near the middle. He does not use them for sterility concerns when he notes this and discards them. No photo available, they have been discarded. There was no harm reported.